Manufacturer narrative:
Additional information . A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were leaking on the patient line. There was no damage or kinks on the tubing. This was observed during dwell of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.